Event description:
Lemaitre rep called and stated the physician reported that the pt with anastoclips returned to the hospital with a hemotoma. The doctor found that clips had fallen off the anastomosis site. There was no injury but a procedure was required to suture the anastomosis that had come undone. The pt has recovered.

Manufacturer narrative:
A lemaitre rep followed-up with the physician. The physician stated that this pt has a history of aneurisms which means that the pt's vessel walls are thinning out. Thus resulting in the clips loosing attachment and falling off of the anastomosis site. In conclusion, it was found that the anatomy of the pt, thinning of the vessel walls, was the root cause of the clips detaching after implantation.